Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the battery had no power. The perfusionist discovered this when they were installing the loaner bio-console. The unit was on standby and was not in patient use. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received additional information that the battery was installed since the last preventive maintenance performed by medtronic, approximately in (B)(6) 2022. The customer noticed that the battery indicator was not showing a green bar and the instrument would shut off after it was unplugged from the wall ac outlet. Device evaluation summary: the reported battery issue was verified during service. The service technician observed that the instrument displayed error 69 after the power on self-test. The service technician noted that the problem was with the batteries, which were defective and required immediate replacement. The issue will be resolved by replacing the batteries. Preventive maintenance will be performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.